Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings due to bent infusion set cannulas. The customer's blood glucose reading during the call was 469 mg/dl and treated with the insulin pump. The customer eventually treated with manual injections. The customer performed a self-test and it passed. The customer performed troubleshooting and only specified past bent cannulas. The reservoirs and infusion sets were replaced. The insulin pump was not replaced or returned.